Event description:
It was reported that the pump screen had a crack that affected the customer's ability to read or interact with the display. There was no adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.